Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received showing high, out of range, high voltage lead impedance. Programming changes were recommended. Lead was capped and replaced. Patient was doing fine post-procedure.